Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer clarified that the issue happened during the procedure and that occurred while the surgeon was trying to clamp on a vessel or tissue bundle. The instrument was inspected prior to use, it was so small of damage that did not initially see it and was more visible while using the clip applier. They were using the medium large clip applier and medium large clips. The tissue bundle was not larger than suggested and the issue occurred on the first application. They used a backup instrument to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one 1 severely bent grip, causing misalignment of the grip-tips. There was a 1.56mm offset at the tips. A clip can be properly loaded into the clip groove of the grip-tips. The complaint regarding would not release clip, tip is bent was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has received the da vinci product with an alleged issue and failure analysis is in progress. A follow-up MDR will be submitted upon completion of evaluation and/or if additional information is received. .

Event description:
It was reported that the medium large clip applier would not release the clip, tip was bent. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.